Event description:
The customer reported that the insulin pump does not alarm no delivery. The customer's glucose reading at time of call was 59mg/dl. Reviewed the programming and history on the insulin pump. The customer stated that she stores the insulin in the refrigerator. Instructed the customer to allow insulin to reach the room temperature for 45 minutes before using. Advised the customer that a tubing clamp will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.